Event description:
An artelon cmc spacer was explanted on (B)(6) 2012 due to persistent pain. (B)(4).

Manufacturer narrative:
The explant has been sent for histological exam. Result not available yet.